Event description:
Sales representative reported that customer received inaccurate high readings. In blood glucose tests, customer received readings of 36 and 37 mg/dl on their meter. Customer did not realize their unit setting had been switched from mmol/l to mg/dl. Customer perceived readings as extremely high when customer was in a low blood glucose state. Customer dosed according to their perception and began to feel sick. A friend of the pt realized what had occurred and offered aid to elevate their blood glucose. Exact treatment was not described.